Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The customer's blood glucose level was ¿high¿ (specific bg value was not provided). Customer administered a correction bolus of insulin to address high bg. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.